Manufacturer narrative:
Follow-up 1: investigation outcome. The ventilator was reported to display a ¿disconnect patient¿ error message during flow sensor calibration. Initial troubleshooting included cleaning of connector pins and consultation with technical support, which indicated potential component-related issues. No patient involvement or clinical impact was reported. As correction, the servomodule and expiration valve assembly were provided for replacement. No confirmation was received from the customer regarding installation or device performance after replacement. No log files were available for further analysis, and no additional complaints have been registered. Hamilton medical ag considers this case closed.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) investigation ongoing.

Event description:
Hamilton medical ag received the following event description: "disconnect patient error message while doing the flow sensor calibration." No patient involved.